Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received stuck button alarm. The customer¿s blood glucose level was unknown. Customer reported that the time clock did not advance. Customer stated that the frozen display recurred and screen was not completely blank. Customer stated that the alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer assisted with troubleshooting, however they were unable to clear the insulin pump errors, power loss alarm and program insulin pump. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify stuck button alarm, unresponsive buttons, frozen display or power loss alarm due to critical pump error. Device received with corroded motor home switch.